Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard beep tones and presented at the clinic. Interrogation was performed on the device and noted high right ventricular (rv) pacing impedance out of range, measuring greater than 3000 ohms. Lead testing was completed and showed normal rv impedance at 495 ohms. The device was not reprogrammed and the settings remained the same. The decision was made to continue monitoring this patient. The patient was advised to contact the clinic if beep tone are heard again. No additional adverse patient effects were reported. This device remains in service. The rv lead is a competitor lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).